Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the emergency department for an unrelated issue. A device interrogation revealed that the right ventricular lead was exhibiting noise over-sensing. There may have also been some pacing inhibition caused by the over-sensing. Device was reprogrammed accordingly. A possible lead revision was also discussed with a healthcare provider. Patient was stable after the event.